Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. As microdislodgment was suspected, a chest x-ray was performed. Although no visible change in lead position was noted, the rv lead was explanted and replaced with an alternate. No additional adverse patient effects were reported.